Event description:
Clinician reports several attempts to place enteral feeding tube into small bowel within approximate 20 minute time period. Reports pt exhibited no respiratory distress or desaturation during procedure. Kub revealed likely lung placement and small pneumothorax. Reports tube was removed and nasogastric tube placed. Approx 2-3 hours later, pt's clinical status declined with diagnosis of hemothorax and hypovolemic shock. Two chest tubes were placed and pt received multiple blood transfusions. After some stabilization, gradual deterioration ensued. "Sepsis continued to worsen despite maximal medical treatment." Pt expired in 2007 with official cause of death being "cardiovascular failure from severe septic shock."